Manufacturer narrative:
An investigation was performed and it was determined that the connector would be modified to improve lead insertion characteristics.

Event description:
The rptr indicated that during 3 of the last 4 implants of this device, the physician had problem inserting the leads into the header. Each time the capscrews were repeatedly manipulated before successful insertion. All devices and leads were successfully implanted. No pt's were directly involved in the events.